Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "¿ what is the lot number of each faulty reservoir?=>unk ¿ did the user experience any quality issue with the drain?=>no ¿ if yes, please provide product code and lot number. ¿ it has been stated that the drain was removed from the patient and then a second reservoir was attempted to be used but failed. Please clarify, was a second drain placed surgically to activate the second reservoir?=>unk ¿ was the second reservoir used on the patient?=>unk ¿ how was the case resolved?=>unk no product is available for return. Note: events reported via: mw# 2210968-2023-07186, mw# 2210968-2023-07187. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a reservoir was used. Post op, when emptying the reservoir in the ward, the bottom of the reservoir had been sunken to push toward the connection part of the drain. After that, it would have been normal to drain the fluid, but it would not come out at all, so the drain was removed. When the reservoir was checked, the reservoir did not swell even when the exit port was opened. For confirmation, the new reservoir was opened, and the same operation was performed, but the reservoir did not swell. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.